Event description:
Reported through clinical study follow-up, that the patient expired approximately 7 months post implant-cause not determined. No additional information was provided and the valve was not returned for evaluation.